Event description:
Complainant alleged that during a routine preventative maintenance check, the device causes a "paddle fault" message when connected to a defibrillator. The complainant indicated that there was no patient involvement in the reported failure.